Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the proximal right coronary artery (rca) with one 3.0 x 18 xience v stent and in the mid left anterior descending artery (lad) with one 2.5 x 15 xience v stent. The patient has experienced pain between the shoulders since the summer, but did not see the cardiologist until (B)(6) 2010. A diagnostic heart cath was scheduled for (B)(6) 2010, when in-stent restenosis of the ostial rca was identified and treated percutaneously. The patient's condition resolved on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) direct stenting. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the product instructions for use (IFU), are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the stent delivery system was delivered without pre-dilatation (direct stenting) of the lesion. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.